Event description:
The facility reported an incident where the ball valve did not release (move up) during pt use. Reportedly, the medication was not getting through the buretrol. No pt injury has been reported. No additional information available.